Event description:
Hospital advised that the system alarmed and displayed system error. This occurred at 5:40 a.m. Dopamine was being infused when this occurred, the user indicated that the system shut it self off. The patient's blood pressure dropped to the "70s". There was no medical intervention or patient consequence.